Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) unit was analyzed and found to have error 26002 but did not replicate it. Log review recorded error 26002 indicating the patient side cart (psc). Logs also recorded errors 1007 and 32100, both indicating to the set-up joint (suj) unit. The usm unit was tested on an in-house system in normal mode with no triggered errors, it was also tested on a pftp where it passed additional 940 and 960 tests. The usm unit was the wrong part sent. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, a nurse called and stated that error 26002 on universal surgical manipulator (usm) 2 had suddenly returned after surgery had been going on for approximately 2 hours. The intuitive technical support engineer (tse) checked live logs and verified error 26002 and also noted various errors pointing at a 12 v issue om usm 2. Error 32100 reported by acu in proximal set up joint (psuj) followed by errors 1007 pointing at 12 v issue ion the usm. Errors 307 and 319, nodes missing also present as a result. Tse guided caller through a hard power cycle/ emergency power off (epo) of the patient side cart (psc) but fault returned after restart. Tse asked caller if they can proceed with 3 usms only, but surgeon stated they cannot. Procedure was converted to open surgery. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed there was no injury to the patient after the conversion. Reporter could not say what caused or contributed to the reported system malfunction. The system was inspected prior to use and there were no issues noted during set up of the system. There were no post-operative complications for the patient. There is no video recording of the procedure available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal set up joint (suj) to resolve the issue. But, the fault returned by end of the day. Fse replaced proximal suj. But, system had issues after that. Fse again fitted original proximal suj, calibrated and issue was resolved. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Based on the field evaluation, this reported event was confirmed which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the set-up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The suj was analyzed and found that the unit was returned for errors 26002 and 319/ node 184 was not present a startup. The complaint was confirmed based on the field evaluation which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.